Event description:
Arctic sun communicating "pt measurement erratic. Therapy stopped." After esophageal temps read a large range of values in a short period of time, causing the water temp to be 19-36 degrees in a short period of time. Vendor support contacted and suggested a short in the probe as the cause.